Event description:
Customer reported of a pt with a retained capsule who has deceased. Pt suffered from asepsis bowel perforation and active crohn's disease when he expired last year after surgery for small bowel obstruction and perforation. According to the customer, an intact capsule, approx the same dimension as a pillcam sb2 was found. The pt underwent capsule endoscopy in 2008, and results showed signs of active crohn's disease. At least one study, an abdominal CT scan from 2011 did not show any foreign body per the report.

Manufacturer narrative:
Given imaging labeling, such as user manual, indicate that pillcam sb capsules are contraindicated for use in pts with known or suspected gastrointestinal obstruction, strictures, or fistulas based on the clinical picture or pre procedure testing and profile. Diagnostic tools are available to physicians to assess pts before administration of the pillcam sb capsule including the agile patency system, CT enterography, or mr enterography.